Manufacturer narrative:
The evaluation revealed the targeting arm to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 10 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The reported misdrilling was not reproducible: a pre-operative check shows that all nail holes were passed by a sample drill within specification. Only with bending forces to the drill the hole rims of the distal nail holes were slightly contacted. Therefore it is most likely that bending forces were applied to the drill during usage (user error). The found cracks did not influence the targeting accuracy. Nevertheless, the cracks and discolored/abraded printings are a result of a long term usage in combination with high sterilization cycles. The IFU, operative technique and cleaning guide includes that every instrument shall be checked prior to every surgery, furthermore all connections must be checked prior to usage. The targeting arm shall be stored and sterilized in its special storage place in the tray. No non-conformity identified.

Event description:
It is reported by the surgeon of the hospital, that he had two misdrillings during a surgery procedure. He completed the surgery by using freehand targeting.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital, that he had two missdrillings during a surgery procedure. He completed the surgery by using freehand targeting.